Event description:
The customer reported that during testing of the device the energy output was lower than what was selected. Testing at 150 joules was within normal limits. There was no report of patient involvement.